Event description:
It was reported that the patient was hospitalized due to heart failure. Device interrogation noted noise, and impedance readings of greater than 200 ohms. Interrogation also revealed the device had delivered a shock due to noise, and because of the high impedance readings, the full energy was not delivered. The patient was brought to the cath lab, and all connections were secure when checked. The lead impedances tested normal via the analyzer. When vf was induced, the device charged to 35j, but only delivered 6.8j. The device was explanted and replaced, and the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: no anomalies were found.